Manufacturer narrative:
Concomitant: product ID 37651, (B)(4), product type recharger. (B)(4).

Event description:
It was initially reported on (B)(6), 2013, that the patient was having trouble charging the spinal cord stimulation (scs) device. It was noted that the patient would reposition and get better coupling but then the patient saw ¿pr av pr fb.¿ the reporter was unsure of all of the details. The manufacturer representative was informed that the patient¿s recharger had software issues and the patient would need a new recha rger. It was noted the patient¿s recharger was new. It was also reported that the patient previously had a charging issue which was related to a flipped implantable neurostimulator (ins) that had since been corrected. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information received four days later reported a recharger device was not communicating well with the ins. It was stated that the patient was able to successfully recharge her ins in the past and that the ins was currently at 75% battery charge. It was reported that the patient received a new recharger saturday and since then she couldn¿t recharge at all. It was noted that the patient had been in the diagnostic menu. Additional information received later the same day reported that in the recharging screen, none of the efficiency bars were shaded in. It was stated that this was the ¿original issue and reason they ordered a new recharger for the patient last thursday¿. It was reported that ¿a few weeks ago¿ the patient had her ins assessed by her healthcare professional (hcp) to address ¿undesired movement¿ ((B)(6) 2013). It was stated that during the original implant, the hcp only used one suture. It was reported that after the appointment, the hcp decided to have the patient come back to add an additional suture. It was stated that the date of the procedure was unknown, but that the caller approximated that it was 3-4 weeks ago. It was reported that since the procedure, the patient has had recharging and lack of coupling issues. It was further reported that the patient had switched to a new device because of high energy use. Initially, the patient didn¿t have any problems recharging but then did. The reporter noted that one week prior to the report, the patient started getting error codes on the recharger. The patient was sent another recharger, but was still getting the error codes with the brand new recharger. The codes seen on the recharger were the following: pr-av_4.100 _pr-at 0100. Pr-fv_1.7.000 pr-fn_nka162899n nt-1 059003027151b. It was further noted that the patient was no longer seeing codes on the recharger, but now couldn¿t get any coupling bars. It was noted that it was similar to when the implant was flipped. The reporter stated the patient was going to go in for an x-ray to see if the implant is flipped again. It was also reported that the implant would flip and then unflip and then flip. Because of this, the pocket was revised and then the patient was fine. It was noted the implant was sutured down that time but the size of the pocket was not revised. Additional information received 10 days later reported that further troubleshooting was done with the antenna locate feature with no increase in communication with the implant. It was stated that the patient had an x-ray to verify positioning of the implant. It was stated that on january 6 the patient would follow-up with the implanting/follow-up physician. Additional information received about a month later reported the patient had an x-ray and the physician was able to confirm that the ins had flipped again which probably explained why the patient could not charge her device. The patient was brought into surgery in january to reposition the device. Following surgery the center¿s nurse reported the patient was able to successfully recharge her ins and was receiving effective therapy. It was noted the surgeon had placed the ins in a dacron mesh pouch this time to help alleviate device flipping. Additional review determined this event was previously reported in MFR report #s 3007566237-2014-00123, 3004209178-2014-00689, and 3007566237-2014-00299. Any additional information received will be reported in this MFR report.